Manufacturer narrative:
The device was not returned for eval. The device is 14 years old and has been in for servicing 2 times with the last repair being (B)(6) 1998. Without the device available for eval, it is not possible to verify the reported complaint. Should add'l substantive info be received, a f/u medwatch will be submitted.

Event description:
In the initial medwatch 1526350-2011-00153, it was reported that the zimmer ats 2000 unit was "over pressuring and bruising pts." F/u with the hosp indicated that the pleural use of the word "patients" pertained to a total of four pts. The medwatch is being submitted to communicate the third of the four events. It was reported that all four pts had arthroscopic anterior cruciate ligament repairs within the previous week of so, prior to requesting repair of device. During clinical f/u it was reported by the hosp that the device did not audibly or visually alarm, no other problems were noted and no bruising was noted at the completion of the procedures. The bruising was discovered by the surgeons during each pt's first post-op office visit. The bruising was located on the operative limbs at the location of the tourniquet cuff. The usual pressure settings for both surgeons are either 300 or 350 mm hg. The operating room staff applies skin padding under the tourniquet cuffs. The length of the four procedure times were unable to be recalled.